Event description:
It was reported the balloon was stuck on wire. A 2.0mm x 80mm x 150cm, coyote was selected for use in angioplasty. During the procedure, the balloon catheter became stuck and could not be advanced or the wire removed independently. The physician was required to withdraw the wire and balloon catheter together. Upon removal, the balloon catheter appeared stretched. The device was removed using normal method without issue and the procedure was completed with alternate device used. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the coyote device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple buckling along the shaft. Microscopic examination revealed no additional damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a guidewire stuck in the device.

Event description:
It was reported the balloon was stuck on wire. A 2.0mm x 80mm x 150cm, coyote was selected for use in angioplasty. During the procedure, the balloon catheter became stuck and could not be advanced or the wire removed independently. The physician was required to withdraw the wire and balloon catheter together. Upon removal, the balloon catheter appeared stretched. The device was removed using normal method without issue and the procedure was completed with alternate device used. There were no patient complications as a result of this event.